Manufacturer narrative:
Add'l info has been requested.subject device is an instrument and is not implanted/explanted. Unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
During an acdf level c4-5 procedure surgeon had placed a screw and wanted to re-position the screw. Upon surgeon attempting to remove the screw, the tip of the conical extraction screw broke off leaving a small piece in the head of the screw. Surgeon did not remove the screw and a small piece of the conical extraction screw remains embedded in the screw head.